Event description:
A medtronic, inc. External pacing cable (model #5433v) suddenly became disconnected from the pacing generator during the course of routine nursing care; with resultant loss of pacing protection in an elderly, frail, pacemaker-dependent patient. As a result of this spontaneous disconnection, it was necessary to temporarily institute CPR, until the problem could be diagnosed and remedied. The patient survived the event without permanent harm. Recovery was immediate upon restoration of the electrical connection between the pacing generator and the pacing cable. Upon inspection, it was later discovered that a plastic locking "hinge" or "clip" that is built into the "generator end" of the pacing cable was missing from the cable itself. The locking "clip" or "hinge" is designed to prevent inadvertent disconnection of the pacing cable from the pacing generator "box". The culprit faulty cable was impounded, and subsequent inspection of all other temporary pacing cables in stock at the wisconsin heart hospital was undertaken immediately thereafter. No other such defects were identified in any other cable in stock.